Manufacturer narrative:
H3 other text : device has not been returned to manufacturer.

Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. The patient has alleged nose irritation respiratory tract irritation inflammatory response lung disease. There was no report of serious or permanent patient harm or injury. The manufacturer's investigation is ongoing. A follow up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
Pms decision was changed. H11 updated as: the manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. The patient has alleged nose irritation respiratory tract irritation inflammatory response lung disease and other. There was no report of serious or permanent patient harm or injury. During the evaluation of the device at the third-party service center, the device was visually inspected and found no evidence of foam degradation during the evaluation, the device powered on and air flow was confirmed. The device's downloaded logs were reviewed by the third-party service center. The third-party service center concludes that they couldn't confirm the customer's allegation and there was no visible foam degradation and unit got scrapped. In box b: adverse event/product problem as both and outcomes to ae as other was corrected. In box h: type of reported complaint as serious injury is corrected. In box h6: health impact code was corrected.